Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on 2nd day after bd intima-ii¿ closed IV catheter system was inserted, there was blood leakage at prn. The patient did not move the intima.

Event description:
It was reported that on 2nd day after bd intima-ii¿ closed IV catheter system was inserted, there was blood leakage at prn. The patient did not move the intima.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8141418. Our records show that this is the only instance of leakage occurring in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by your facility, was evaluated by our quality engineer; they noted that the heparin cap attached to the device was not a cap produced by bd. When the heparin cap was replaced with one produce by bd and subjected to leakage testing and found to be free of leaks. Based on our findings the most likely root cause for this event is the replaced heparin cap.